Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was unknown. It was reported the patient had an old pump that was implanted 7 years ago. It was noted the pump had problems so it was removed and replaced.